Event description:
The pt reported experiencing insulin leakage at the infusion site and infusion tubing connection for the past 2 months. She stated that her clothes were wet and she could smell insulin. Her blood glucose elevated to 22 mmol/l (396 mg/dl). Her normal blood glucose range is 5-6 mmol/l (90-108 m/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.